Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4).

Event description:
It was reported that this system exhibited elevated threshold and pacing impedance measurements on the right ventricular (rv) channel. Additionally, diminished r-wave measurements were noted. A revision procedure was performed, and the system was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this system exhibited elevated threshold and pacing impedance measurements on the right ventricular (rv) channel. Additionally, diminished r-wave measurements were noted. A revision procedure was performed, and the system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The 3191 code was utilized due to the surgery that occurred. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.